Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that there was an intermittent power issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 04/24/2015 with the following findings: there were pump reboot events in the black box that support power loss. The battery cap tightened securely onto the pump and was able to maintain an electrical connection. There was no damage to the battery compartment. No damage was found to the power circuit. The pump was exercised for 24 hours without any reboots. The battery cap was unscrewed a half turn with no reboots occurring.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.